Manufacturer narrative:
Intuitive surgical received the large hem-o-lock clip applier instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed the instrument was found to have loose pitch cable at the wrist. The cable was pulled on and it was found that it was broken about 0.5 into the main tube. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, the large hem-o-lock clip applier was observed to have loose wires at the end. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.